Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall proces. During the evaluation of the device, the third-party service center visually inspected the device and observed visible foam degradation inside the blower kit and blower foam degradation. Additionally, the service technician also noted humidity fail contamination, the device had destroyed power connector, and unit was functional. The device was scrapped by the service center after the evaluation was completed.